Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of a facility cycler after ending their pd treatment. The patient reported receiving a scale reading error alarm during fill 1 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was found in the pump module area as well as on the exterior of the cycler set cassette and on the floor. The tubing of the cycler set had also disconnected from the cycler set cassette. It was advised that the use of the cycler be discontinued. A new cycler was issued to the facility. Upon follow up, the pdrn stated the patient was able to complete treatment in the absence of the cycler on a different cycler that was set up with new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The facility has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: g3 for followup #1 was inadvertently entered as 06/16/2021 and should be 06/15/2021.

Event description:
It was reported by a peritoneal dialysis (pd) patient that fluid leaked from the inside of the cassette door of the cycler during fill 1 of their pd treatment. The patient reported receiving a scale reading error alarm during fill 1 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was found in the pump module area as well as on the exterior of the cycler set cassette and on the floor. The tubing of the cycler set had also disconnected from the cycler set cassette. It was advised that the use of the cycler be discontinued. A new cycler was issued to the facility. Upon follow up, the pdrn stated the patient was able to complete treatment in the absence of the cycler on a different cycler that was set up with new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The facility has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a load cell verification check. The cycler underwent and failed a go/no go gauge test due to warping of the heater tray. A known good heater tray was installed to continue with the investigation and was removed at its completion. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found under the front assembly, within the pneumatic lines, and within the recess of the bottom cover adjacent to the pump. The cause of the observed fluid and dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported by a peritoneal dialysis (pd) patient that fluid leaked from the inside of the cassette door of the cycler during fill 1 of their pd treatment. The patient reported receiving a scale reading error alarm during fill 1 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was found in the pump module area as well as on the exterior of the cycler set cassette and on the floor. The tubing of the cycler set had also disconnected from the cycler set cassette. It was advised that the use of the cycler be discontinued. A new cycler was issued to the facility. Upon follow up, the pdrn stated the patient was able to complete treatment in the absence of the cycler on a different cycler that was set up with new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The facility has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.